Event description:
It was reported to boston scientific corporation that a 20fr safety peg kit pull method was placed as treatment for dysphagia due to esophageal cancer. The procedure was performed in 2009. According to the complainant, a week after the initial placement of the peg kit the pt returned with stomach pain, nausea, and vomiting. The pt was sent to surgery to check for peritoneal leak one week later. While in surgery, the physician found an ulcer the size of the bolster adjacent to the bolster peg. There was a hole in the ulcer which leaked into the peritoneal cavity. The pt was septic, and had peritonitis. The surgeon removed the peg, sealed the ulcer and sealed the opening from the peg. The pt expired five days later. No autopsy was performed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacturer dates are unk. The complainant indicated that the device will not be returned for eval as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.